Manufacturer narrative:
Corrected data: original report submitted in error- reported issue is not reportable event.

Event description:
Information was received indicating that a smiths medical fluid warmer disposable had black colored foreign material on the product and inside the package. The no patient injury. There were no reported adverse events.